Manufacturer narrative:
Unit passed displacement, and self test. The audio tones/beeps functioned properly. No unexpected pump error 63 alarm noted during testing. However, pump error 63 alarm (variableinfo=03) confirmed in the pump history due to broken trace on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer was able to clear the alarm and able to complete rewind. The self-test passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.